Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-feb-23.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0051-9, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0051-9). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to a combination of tortuous anatomy and device being used in a flexed or twisted position as per additional information resulting in the distal tip of the needle to kink and would also have resulted in the difficulty retracting the needle. Another possible root cause could be attributed to difficult access to target site as per additional information. Summary: complaint is confirmed based on customer and/or rep testimony and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle was bend approx. 90 degrees at the attempt to puncture through the trachea wall. No lot confirmed. "As per cc from": during puncture of lymph nodes>needle was bend approx. 90 degrees at the attempt to puncture through the trachea wall>after this occurrence>dr. Switched of olympus ebus needle and finished the procedure without any problems. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: are images of the device or procedure available? Yes- enclosed. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: photo. Was gaining access to the target site difficult? Yes. Was the device used in a tortuous position? Yes. Was puncture of the target site difficult? Yes. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.): lungs. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. L4. If not with the device in question, how was the procedure performed and/or finished? Olympus. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Did the patient require any additional procedures as a result of this event? No. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. What is the scope manufacturer and model number that was used? Olympus series 190. Was resistance felt while inserting the device through the scope? Yes. Was the scope recently serviced / repaired? Yes. It`s a new device. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On needle retraction. Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? 2. Did any section of the device detach inside the patient? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? No> kinking.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.